Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix rx biliary preloaded stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. On (B)(6) 2016 the advanix rx biliary preloaded stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2016, during the stent removal procedure, the physician was using a snare to remove the advanix rx biliary stent from the cbd and the snare 'pulled through' the stent. A small piece of the stent was torn off and left inside the patient to pass naturally. The physician had a very difficult time removing the stent. Once removed, the stent appeared to have tissue growth inside the proximal flange. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent is blackened and kinked in several locations, the barb in the distal section of the stent is bent and the most proximal section of the stent seems to be torn including the barb. Based on product analysis, most likely stent was difficult to remove due to some operational/anatomical factors encountered during the procedure. Using snare is a standard biliary stent removal technique. Forcible grab by the snare wire can cut or tear the stent during the removal procedure. The damages found on the stent are typically made due to grabbing the stent with the snare during the stent removal. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix rx biliary preloaded stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. On (B)(6) 2016 the advanix rx biliary preloaded stent was implanted in the patient with no issues reported. According to the complainant, on (B)(6) 2016, during the stent removal procedure, the physician was using a snare to remove the advanix rx biliary stent from the cbd and the snare 'pulled through' the stent. A small piece of the stent was torn off and left inside the patient to pass naturally. The physician had a very difficult time removing the stent. Once removed, the stent appeared to have tissue growth inside the proximal flange. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."